Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained during a follow-up call with the reporter. The reporter claimed that the meter began reading inaccurately high about 3 weeks prior to contacting lfs. The patient manages his diabetes with insulin at night (no adjustments) and metformin tablets. He tests his blood glucose levels twice per day and normally expects levels around ¿5.0-6.0 mmol/l.¿ the reporter indicated that prior to the reported incident, the patient¿s blood glucose levels had been ¿normal¿ and he had followed his usual diabetes management routine. She indicated that as well as diabetes, the patient has a heart condition. The reporter claimed that on an unknown date and time 3 weeks ago, prior to the start of the alleged inaccuracy issue, the patient had symptoms of ¿headache and looked grey.¿ the reporter claimed that the patient tested his blood glucose level and obtained an alleged inaccurately high result of ¿3.0 mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter claimed that the emergency medical service (ems) was contacted and a blood glucose result of ¿1.1 mmol/l¿ was obtained on the ems meter. No date/times were available. The reporter also indicated that the patient was treated for an ¿extreme low¿, ¿first with juice and then at the emergency and hospital¿ by a healthcare professional (hcp). The reporter was unable to be more specific about the nature of the treatment provided. At the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure. During the follow-up call, the reporter indicated that she was unable to provide the lot number of the test strips involved in this complaint, or to return the test strips for investigation as the few remaining test strips were being stored loose in the meter¿s carrying case with no plastic vial. She reported that the test strips may have been stored incorrectly [at the time of the reported incident]. The patient had received replacement products from his pharmacy. Although the reporter indicated that the test strips may have been stored incorrectly and the alleged inaccurately high blood glucose result occurred after the start of the product issue, it cannot be ruled out with all certainty that the meter may have been reading inaccurately prior to this time, resulting in the symptoms the patient¿s wife reported.